Event description:
It was reported that there was no stimulation sensation. The patient reportedly increased the amplitude up to 9 volts and "could just barely feel it." It was indicated that there was no known accident or related incident. It was stated that the loss of stimulation began "about 1 week ago," and there have been abnormal impedances (greater than 4000 ohms) on "some" of the bipolar pairs. It was noted that attempts were made to program around the impedance issues and the patient "couldn't feel anything" when the amplitude was 7 volts. Several days later, it was reported that there were "a great deal of impedance issues" and short circuits on "many" of the electrodes. It was noted that the battery was low and stimulation was turned off as the patient was getting uncomfortable stimulation. Patient reportedly was waiting for a full system replacement surgery date.

Event description:
Additional information received reported the cause of the high impedance was unknown, which was attributed to the lead. The healthcare professional (hcp) stated that the issue with the lead was assumed to be some type of break or disconnect. The hcp referred the patient to the surgeon for a lead revision. The patient symptom was reported as lack of effective stimulation. There was no hospitalization. The patient outcome was reported as no injury. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID, 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2002 (B)(6) product type programmer, patient product ID, 3487a lot# j0220250v, implanted: 2002 (B)(6), product type lead (B)(4).